Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. The handpiece made a lot of noise and after a few minutes, the blad did not cut anymore. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.